Event description:
The customer reported that the insulin pump alarmed button error. The insulin pump's reservoir compartment was damaged. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window, and missing end cap sticker.